Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a late stent thrombosis occurred. A 2.25x16 mm taxus express2 drug eluting stent was placed in the calcified, severely tortuous circumflex (cx) artery. Three years post the initial procedure, the patient came to the physician with chest pain. The physician did another angiogram and found the stent 'full of clot'. The physician then, did an ivus and realized that the stent she put in 3 years previous was too small, or under sized. The physician's next step was to then take a non-complaint balloon inside the stent and expand it to a larger size diameter. No additional patient complications were reported. Patient status reported as "well". Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The cause of the difficulties stated in the complaint could not be determined. The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.